Event description:
It was reported that there was an infection at the pocket site. The patient was treated with antibiotics. All evidence suggests the implantable cardioverter defibrillator remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead, implanted: (B)(6) 2013; 429878 implantable pacing lead, implanted: (B)(6) 2013; 694 7m55 implantable tachycardia lead, implanted: (B)(6) 2013.